Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source main lamp takes a long time to turn on and the spare lamp automatically switches on. After turning the system off/on, the main lamp worked as normal; however, the spare lamp indicator was still displayed. It still took a long time to turn the lamp on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the spare lamp issue could not be determined. It is possible that the root cause was a faulty main lamp. Olympus will continue to monitor field performance for this device.